Event description:
It was reported that the user experienced recurrent postprandial hyperglycemia with blood glucose reaching 235 about two hours after a usual breakfast while using the ilet, despite no reported symptoms and eventual correction by the system. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention or hospitalization, with resolution following device-directed correction. Investigation included user troubleshooting and education with a plan for additional training. Investigation of this case revealed no confirmed device malfunction, with the pattern consistent with cause unclear for postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.